Manufacturer narrative:
Product ID: 3887-45, lot# j0222729v, implanted: (B)(6) 2003, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-45, lot# j0313929v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).

Event description:
It was reported the patient is had their device removed because the health care provider (hcp) ¿improperly installed it¿ stating it was installed ¿upside down¿. It was noted their system was explanted ¿5 or more years¿ prior to report. Information omitted to a different device not made by the manufacturer.